Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a smell of burning plastic. No medical delay but happened during case. Sn (B)(6).